Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 on a patient with mild septal restriction. A triclip xtw and a triclip xt were inserted and deployed on the tricuspid valve. A third clip, a triclip xt, was then inserted and was advanced under the valve. However, while orienting the clip, it was observed that the clip became caught on the septal chords. Troubleshooting was performed, and the clip was able to be removed from chordae. However, it was observed that small septal chord flail occurred. A decision was made to implant the clip. The flail chord was captured, and the clip was deployed on the tricuspid valve, reducing tr to a grade of 1-2. There was no clinically significant delay in the procedure.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 on a patient with mild septal restriction. A triclip xtw and a triclip xt were inserted and deployed on the tricuspid valve. A third clip, a triclip xt, was then inserted and was advanced under the valve. However, while orienting the clip, it was observed that the clip became caught on the septal chords. Troubleshooting was performed, and the clip was able to be removed from chordae. However, it was observed that small septal chord flail occurred. A decision was made to implant the clip. The flail chord was captured, and the clip was deployed on the tricuspid valve, reducing tr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided, a cause for the reported difficult to remove from the anatomy resulting in tissue injury cannot be determined. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with triclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.